Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. While on site to implement fsca 2023-igt-bst-013 on the system as planned, a philips field service engineer (fse) identified that the wireless foot switch (wfs) battery did not charge, and the bracket was loose. To resolve the issue, the fse replaced both the wireless footswitch and the base station. This also resulted in the implementation of the intended fsca. After the replacement, the system was returned to use in good working order and ready for clinical use. The wireless footswitch was returned to philips for failure analysis. Functional testing revealed no failures; however, visual inspection identified a loose bracket. The wireless footswitch base station was also returned for failure analysis, and no failures were observed. However, this is to be expected as this was replaced to ensure compatibility with the new wfs. Philips has re-evaluated this complaint. The issue occurred without patient involvement and was identifiable prior to procedure commencement. The system's instructions for use (IFU) instruct the user to verify that the wireless footswitch functions with the system and to ensure that the battery is fully charged prior to using it. Alternatively, a second (wired) footswitch is also available to use with the system. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's footswitch and base station needed to be replaced, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.